Manufacturer narrative:
No patient involvement was reported. Date of event is unknown. Additional device product code lxh. Implant and explant dates: device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.812.003, lot# 3385970. Manufacturing location: (B)(4), manufacturing date: apr 01, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the t-pal spacer applicator inner shaft has broken off inside of the t-pal spacer applicator knob. This was discovered outside of the operating room. No patient involvement was reported. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The returned inner shaft is found to be broken at the proximal tip. The tip was retained inside the returned knob. The tip was able to be removed from the knob during investigation. The returned devices both have surface wear which does not impact product functionality. Use of the returned devices is outlined in the t-pal technique guide. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The shaft likely broke due to excessive force during use. There are no additional device product code. Reported code max is the only device product code used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.